Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a software issue. A technical support specialist remoted in and found that zones 5 and 6 were not enabled. Once the zones were enabled, the user was able to issue medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had an issue with dispensing the medication. The customer reported that they were unable to issue the medication. There was no delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.